Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the femoral access and a non bsc guide catheter was used. While attempting to advance a 3.00mm x 15mm emerge balloon to the target lesion, the catheter broke. It was noted that the catheter of the balloon was broken outside of the guide catheter. The procedure was completed and no patient complications were reported in relation to this event.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the femoral access and a non bsc guide catheter was used. While attempting to advance a 3.00mm x 15mm emerge balloon to the target lesion, the catheter broke. It was noted that the catheter of the balloon was broken outside of the guide catheter. The procedure was completed and no patient complications were reported in relation to this event.

Manufacturer narrative:
Returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 76.9cm distal of the strain relief. There was contrast and blood in the inflation lumen, and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.